Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient had an MRI yesterday and when patient went home to charge their implanted neurostimulator today they are trying to recharge and are getting error message 1707. Representative stated they feel like patient got exposed to the MRI machine. Representative tried resetting recharger a couple times and had patient open the recharging app and follow along with that too. Representative mentioned patient normally recharges against their skin and stated they troubleshoot to make sure the side was correct and had the patient move it around quite a bit, but nothing would take and it just kept kicking the error code over and over. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rechargers."